Manufacturer narrative:
The reported field event of backup operation was confirmed in the lab. However, the reported event of telemetry lockout and inappropriate high voltage (hv) therapy could not be confirmed. The device image review indicated that the device entered backup mode due to two consecutive hardware resets within 32 seconds. The resets were caused by excessive hv charging within a short period of time. Segm records were reviewed with technical support and the device sensing appeared to be normal and therapy diagnosis was appropriate. The device was taken out of backup bvvi and functionally tested; no anomaly was detected. Telemetry, impedance, sensing, pacing and hv output functions of the device were tested and found to be normal.

Event description:
Patient presented in clinic after receiving multiple shocks. Upon investigation, the device was found to be in backup vvi mode and in radiofrequency (rf) telemetry lockout. Abbott technical support was contacted and noted the device had reached the elective replacement indicator (eri), and suspected the battery had drained from the recent shocks delivered. The device was explanted and replaced to resolve the event. The patient was in stable condition.